Event description:
It was reported that the insulin pump alarmed button error, which awoke the customer. The customer's blood glucose was 271 mg/dl. The alarm could not be cleared due to unresponsive keypad. The customer stated that the screen of the insulin pump would not move. The device had stopped delivering insulin. The discontinuation of the device was advised. The customer stated that they had another insulin pump that they would revert to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).